Event description:
It was reported the patient had coupling issues and difficulty recharging his implantable neurostimulator (ins). It was also reported the charge efficiency row indicated no more than two black boxes. The patient's ins was reportedly repositioned from the hip to the abdomen on (B)(6) 2013 to improve the recharge signal. The device was repositioned because the original location had a better signal but was not constant because the recharge system could not lay flat. It was also reported the position of the ins was "much deeper" than 1 cm below the skin. The physician reportedly recommended that the patient lose weight and no other action was taken. It was reported there were no patient symptoms or injuries related to this event and the patient experienced no injury or adverse event.

Event description:
Follow up information received confirmed that the patient did report to their physician premature depletion of their rechargeable neurostimulator (ins) battery. No additional troubleshooting had been performed as the ins had insufficient battery level and that the patient did not show up to their appointment. Surgery was planned for (B)(6) 2013 to replace the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient stated to their physician that there was premature depletion of their rechargeable implantable neurostimulator (ins) battery. It was noted that no troubleshooting could be performed due to insufficient battery charge in the device and that the patient did not come to the scheduled appointment. The ins was subsequently replaced on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no anomalies.

Event description:
Additional information received indicated that the patient had not had any symptoms due to the recharging issue.

Manufacturer narrative:
(B)(4).